Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed alerts for out of range impedance measurements. It was also noted that the patient had some stored pacemaker mediated tachycardia (pmt) episodes, so ts discussed programming options. The system remains in service. No adverse patient effects were reported.